Event description:
Reportedly, this device was explanted at implant and replaced in 2008, due to unknown reason. No further details were provided. The device will not be returned (discarded).

Manufacturer narrative:
Deivce not returned.